Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Hurt lt hip while working on job. Need to have lt hip replaced in immediate future. Must find out what type of stryker implant was use during my prior surgery in 1991. Update 30/april/2019 (B)(6): as reported in "adverse consequences details": initially conservative tx; pt; nsaids rx. No resolution. Swelling, continued pain, difficulty ambulating - must use cane. Stopped pt. Need to obtain hx of 1991 total hip replacement - including type of implant used.